Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v562221, implanted: 2011-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient had a gradual loss of therapeutic effect about a year and a half after implant. A few years ago the patient had symptoms again and did not think the device was working properly. The patient met their healthcare provider (hcp) and had the device reprogrammed by the manufacturer representative. The patient did not know the date, but thought it was possibly late 2012. Reprogramming resolved the issue and it was wonderful.